Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change and resets time/date, problem isolated to interface board. The insulin pump was received with all operating currents within specification and passed the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected external ram error or other alarms noted during testing. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed external ram error and another alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that there were unexpected restart alarm and external ram error alarm in the alarm history. The customer performed self test and the insulin pump passed. The customer was advised that the insulin pump needed to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.